Event description:
During a lead revision, the patient's precision system was explanted due to an infection at the pocket and lead sites. The patient had swelling, bruising and discomfort. The patient was prescribed IV antibiotics and is doing well.